Event description:
The event was reported to vascutek from the distributor as follows: viborg vascular surgical department who used a vascutek gelsoft plus equiflo graft reported that although the graft had not touched an instrument, after implant there was a small hole in both legs where blood flowed. The affected section of the graft was removed. The patient did not suffer any harm and is fine.

Manufacturer narrative:
(B)(4).